Manufacturer narrative:
The complaint investigation for a false initial reactive architect hbsag result included a search for similar complaints, review of complaint text, trending data, labeling, and device history records. Return testing was not completed as returns were not available. Review of trending reports for the architect hbsag reagent did not identify any related trends. Historical performance in the field of the reagent lot using worldwide data through abbottlink was evaluated. The median population result for the lot is comparable with all other lots in the field and confirms no systemic issue for the product lot. Specificity testing was performed using an in-house retained kit of lot 23366fn01, stored at the recommended storage condition. All specifications were met indicating that the lot is performing acceptably. Manufacturing documentation for the likely cause lot was reviewed and did not identify any issues. Labeling was reviewed and found to adequately address the issue under review. In this case, based on the initial reactive result in (B)(6) 2021, the patient received dialysis treatment per the customer¿s processing requirements for patients positive for hepatitis b surface antigen. There was no evidence provided if the april 2021 sample was retested in duplicate/neutralization confirmatory testing was performed per the testing algorithm documented in product labeling. A sample was drawn from the same patient in (B)(6) 2021 with nonreactive results of 0.00 iu/ml returned. The investigation determined that the customer did not follow the testing algorithm outlined in the package insert. Therefore, this event is deemed abnormal use. Based on the information provided and abbott diagnostics¿ complaint investigation, architect hbsag, lot number 23366fn01, is performing as intended, no systemic issue or deficiency was identified. Section g1 - contact office information updated.

Manufacturer narrative:
On 12may2022, it was discovered that the incorrect medical device problem code was used. The medical device problem code updated from a090804 to a090809.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. Phone complete entry = (B)(6). This report is being filed on an international product, list number 06c36-78, that has a similar product distributed in the us, list number 04p53.

Event description:
The customer observed a (B)(6) architect hbsag result for a dialysis patient. The following data was provided (B)(6): initial result, on (B)(6) 2021, was (B)(6). The patient was tested on (B)(6) 2021 and the result was (B)(6), repeat was (B)(6). Additional laboratory results were provided, which were consistent with historical results: hbsab was (B)(6), hbeag was (B)(6), hbeab was (B)(6), hbcab was (B)(6). Based on the (B)(6) result on (B)(6) 2021, the patient has been receiving dialysis treatment on a machine designated for (B)(6)patients. There were no reports of any other treatment given because of the (B)(6) hbsag results. There was no adverse impact to the patient reported.